Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2022. There were no consequences to the patient.

Manufacturer narrative:
Correction section b5 : event previously reported with lead capped was corrected to explanted with explant date updated.

Event description:
Correction : it was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced on 28 sep 2022. There were no consequences to the patient.

Manufacturer narrative:
The reported events of rise in threshold and high impedance were confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination found possible inner coil fracture at the middle region of the lead. The cause of the reported events was due to the inner coil being fractured due to bending fatigue.